Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using another system. It was reported that the device failed to emit x rays. No service has been performed by philips since the customer did not require philips onsite evaluation or repair service. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using another system. It was reported that the device failed to emit x rays. No service has been performed by philips since the customer did not require philips onsite evaluation or repair service. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The manufacture date, serial number, product UDI, and the reporting address city have been updated.

Event description:
It was reported to philips that the system was unable to expose x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.